Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation. Visual inspection revealed a white particle 12.0mm in length floating in the fluid of the bladder. Fourier transform infrared (ftir) spectroscopy identified that the particle was a polyester material. The cause of the condition was not determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor had a loose fiber on the stress member. The infusor had been filled with fluorouracil. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The device and a photograph have been received and the evaluation is in progress. Upon completion of baxter's investigation, a supplemental report will be submitted.